Event description:
Material: 309623. Batch#: 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Product: gattex bd plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch) . Bd syringe lot number(s): 3340120. Takeda awareness date: 03oct2024. Description: the needle separated from the medication filled dosing syringe after I inserted the needle into my body while I was depressing the plunger. Additional information provided: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Needle got stuck in her injection site and medication went everywhere. Potential missed dose. No serious injury reported. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? Date of event is unknown. Reported date was 20aug2024.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.